Manufacturer narrative:
This report is filed on may 24, 2019.

Manufacturer narrative:
This report is submitted on april 1, 2019.

Event description:
Per the audiologist, the patient experienced a performance decrement. Reprogramming attempts were made; however the issue could not be resolved. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.